Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm in zone 3. Vessel size was noted as normal. During the index procedure it was noted by the physician that torque was not applied on the delivery system during insertion of the device; however, during removal of the delivery system the physician torqued the delivery system which caused deformation of the graft cover. The stent graft was successfully deployed and implanted in the intended location. The physician stated that the patient¿s vessel diameter was not narrow; however, the physician felt resistance during removal. The cause of resistance felt during removing of the delivery system was unknown; it could be short of coating on the graft cover. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The event was not confirmed; hydrocoating was present on the delivery system. The root cause of the event could not be confirmed as the delivery system was thoroughly washed prior to being returned, which could have removed more of the hydrocoating solution.

Manufacturer narrative:
(B)(4).